Event description:
The customer reported the fluoroscopic image was not able to be displayed. No pt death or serious injury was reported related to is event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video connections and pcb assemblies were evaluated and replaced. The system was tested and found to be working as intended and returned to service.